Event description:
The procedure was performed under mako robotic arm control. After cup placement, the surgical result screen indicated cup angles of 45 degrees/ 17 degrees, but postoperative x-ray confirmed an abduction angle of approximately 60 degrees. Following consultation with the physician, it was decided to monitor the situation. The angle of the cup placement has accuracy issues. Update: 1. Has any medical intervention been performed on the patient? No. 2. Is there any evidence of dislocation? We have not received any reports of dislocation at this time. 3. What is the patient's current condition? The same procedures are being followed as after a standard tha.

Event description:
No new information.

Manufacturer narrative:
An event regarding incorrect placement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the analysis of the relevant log files and session files: the incorrect cup inclination cannot be attributed to a single definitive root cause. The available workflow data indicates several factors that may have influenced cup orientation, including inaccurate landmark selection during bone registration, placement of captured extra-articular points, base array motion, and robot not lowered during robot registration. 1. The bone registration failure was caused by a failing crest point which was taken on the array clamp and a failing posterior horn landmark, leading to translational and rotational errors. ¿ensure the pin sleeve contacts the iliac crest surface for accurate bone registration results. If it is uncertain whether the sleeve is touching the iliac crest bone surface, it is recommended to use the probe on bone capture of the crest point in pelvic registration.¿ ¿the two landmarks above may be repositioned in CT landmarks to a nearby more reproducible location; however, placement of these landmarks far from their indicated location may impact registration accuracy and mapping of the verification regions.¿ 2. Pelvic array motion was detected from the difference between impaction and surgical results inclination. 3. ¿ensure the mako lift mechanism has been lowered and the mako is ¿down on its feet¿ during robot registration and impaction. The user performed homing and arm status check. However, values for find friction constants, and optical compliance were in the warning range. User appropriately called service for these events. Service was performed the day after the surgery system was declared ready for clinical use. Standard inspection, tighten of camera handle fixing screw, and tighten j5 and j6 transmission cables. Service was performed the day after the surgery system was declared ready for clinical use. Standard inspection, tighten of camera handle fixing screw, and tighten j5 and j6 transmission cables. Clinician review: as per the clinician review: confirmation of event: the clinician can confirm that the patient had a total hip arthroplasty with vertical acetabular cup. I can do so because I was able to see an x-ray with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. If what the event description states is accurate then there might have been an error in the display of the surgical result screen indicating 45° of abduction. It is also possible that the surgical results screen was correct and that the cup itself moved to the vertical position sometime after the reading and the taking of the x-ray. It is also possible that the patient position on the operating table may not have been stable causing abnormal placement or readings. I would not assign any causality to the patient or to the implant itself. However the mako protocol used must be examined to see if there was any abnormality. N.b. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. The analysis of the relevant log files and session files: the incorrect cup inclination cannot be attributed to a single definitive root cause. The cause of failure is user error during bone registration failure and mako lift mechanism not been lowered during robot registration and impaction. Additionally, pelvic array motion was detected from the difference between impaction and surgical results inclination. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.